Manufacturer narrative:
A distributor field service engineer (fse) was at the customer site to address the reported issue. The fse replaced the substrate and cleaned the detector to resolve the issue. Patient samples were processed without any issues. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 19jul2018 to aware date 19aug2019. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: dl flag - insufficient substrate dispensing volume or low detector light intensity. The substrate dispensing amount is less than the specified amount or the lamp intensity of the fluorescence detector is low. If the dl flag is attached, replace the substrate (mainte screen > 6. Replace substrate) and repeat assay. If the dl flag appears again, contact the service department. The most probable cause of the reported issue is attributed to a dirty detector.

Event description:
A customer reported to the distributor receiving dl flags on patient samples while operating on the aia-360 analyzer. A distributor field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of progesterone ii (prog ii) and creatine kinase-mb (ck-mb) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.